Manufacturer narrative:
(B)(4). Batch # r57u7x. Date of event: month and day unknown. Only year (2018) is known. Device evaluation: the analysis results that one ec60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that handling by the customer could have dislodged the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be reloaded after the first firing. The reload cartridge would not slide into the cartridge channel on the stapler. A new stapler was opened which resolved the issue. There were no patient consequences reported.